Manufacturer narrative:
H.10: the address in g1-2 section has been corrected.

Manufacturer narrative:
There was no known patient involvement. PMA/510(k). The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Recall number: livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The laboratory report has been supplied. Through follow up communication, livanova (B)(4) learned that the test is relative to growth in culture (time: 2 month and 1000 ml of water¿s sample), the device was cleaned regularly per the IFU, whereas the monitoring of h2o2 was not followed. Furthermore, livanova (B)(4) learned that the device was placed inside the operation theater during use with the fan of the device positioned opposite to the patient and an estimated distance between the surgery field and the device of two meters. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Corrective actions are in progress for this issue.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was found to be contaminated with mycobacterium chimaera. There is no known patient involvement.